Event description:
It was reported that an increase in the device longevity was observed and premature battery depletion was alleged. Technical support was contacted and tachy therapies were turned off. The patient was stable and will continue to be monitored.